Event description:
Info has been received from a rheumatologist regarding a 52-year-old female who had synvisc injected in the left knee (4/10/1998, 4/17/1998) in the treatment of osteoarthritis. Concomitant theray included cardizem cd (diltiazem) 180 mg, daily; prempro (conjugated estrogoens/ medroxyprogesterone acetate) one, daily; prilosec (omeprazole) 20 mg, twice daily; carafate (sucralfate) one gram, four times daily and propulsid (cisapride) 20 mg, twice daily. Additional medical history included hypertension, obesity, gastritis, esophagitis, postmenopausal, intolerance to nonsteroidal anti-inflammatory drugs and gastroesophageal reflux disease. The pt was noted to have a history of osteoarthritis for a 10 year duration that was previously treated with nonsteroidal anti-inflammatory drugs (unspecified), hyalgan injections (completed a 5 injection series) of the left knee in 11/1997 and completed a three injection series of synvisc in the right knee in 11/1997 (noted to have good results). Knee x-rays revealed severe osteoarthritis and severe loss of joint space with narrowing and osteophytes. Pt experienced joint pain one-day post first injection of second series (4/11/1998; severe for 2-3 days) that subsided in one week. Hours post the second injection of the second series (4/17/1998), the pt experienced severe pain and swelling and was unable to weight bear (treatment: vicodin [hydrocodone bitartrate and acetaminophen] two tablets, no resolve). She was hospitalized for possible septic joint. Examination revealed soft tissue swelling of the left knee, warm to touch, tenderness, limited flexion and no evidence of effusion. X-ray on admission revealed marked degenerative arthritis and suggested a suprapatellar effusion. Sedimentation rate and complete blood count findings were not provided. Her treatment included bedrest, a continuous hot ice machine to knee, pain medication (demoral [meperidine hc1] and vistaril [hydroxyzine hc1], and naprosyn 500 mg, twice daily for one day). She was also given benadryl (diphenhydramine hcl). Her final diagnosis was inflammatory reaction to synvisc. Physical therapy was started prior to discharge on 4/22/1998. The pt was diacharged to home care and was abmbulating with the assistance of a walker. She was prescribed vicodin for pain control. This report is being submitted at the distributor's request, as they have recently determined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MDR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. The MFR has included this case in the safety summary of the PMA annual report for this device medical product.